Event description:
It was reported that the h-31b door won't stay on, customer has a new air detector door for replacement. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received device in fair condition. During visual testing, the reported complaint was confirmed. Visually inspected the h-31b air detector and found that mount block assembly had a small part of the plastic broken off. That caused the h-31b door from staying on tight. An additional issue was also found; drain valve was leaking water when closed off. Replaced mount block assembly due to damage. Tested trifold door function and it stayed on tight. Replaced drain valve. Installed tempcheck test fixture. Measured temperature which is within tolerance. Device passed all functional and electrical tests.